Manufacturer narrative:
On 2/6/2020, mentor became aware that the new date of surgery is (B)(6) 2020. Hence, field d7 explantation date on this form has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 1/23/2020, mentor became aware that the date of surgery is (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent primary breast augmentation with unknown gel implant and was presented with capsular contracture; baker grade IV on her left side noticed in (B)(6) 2019. On 1/23/2020, mentor became aware that the date of surgery is (B)(6) 2020.